Event description:
It was reported that when the device was used during a colectomy procedure, the device fired, but did not form the staples. It is unknown how the case was completed. There was no consequence to pt.